Event description:
On (B)(6) 2013, the reporter contacted animas stating the display screen was badly scratched. There was reportedly no protective lens on the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display screen issue.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/02/2013 with the following findings: visual inspecting confirmed the entire display lens surface was badly scratched.